Manufacturer narrative:
Additional parts: part number 94607, lot 51405, date of manufacture 9/2004.part number 94600, lot 54474, date of manufacture 5/2005.

Event description:
It was reported that the screw inserters broke while the surgeon was checking screw positioning. An additional inserter was readily available and the surgery was able to be completed without interuption. Patient status is good.